Event description:
A physician reported that during a vitrectomy surgery an ophthalmic console exhibited poor illumination brightness. The surgery was completed by increasing the brightness. Additional information received indicating issue was with both ports and it was due to an issue with lamp which worked only for few hours.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative confirmed/replicated the reported event. The lamp was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications.the manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The root cause of the reported event is attributed to nonconforming lamp. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).